Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood on the balloon and crystallized contrast in the balloon and inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There was no damage noted to the stent implant. There was no damage noted to the sds. The entire length of the tip was measured and met manufacturing criteria. The stent implant outer diameters were measured and met manufacturing criteria. A new indeflator was filled with water and was used in attempt to inflate the balloon to rated burst pressure (rbp), but fluid would not advance through the crystallized contrast in the balloon and inflation lumen. The sds was placed in the water bath for two days in attempt to dilute the crystallized contrast, but the contrast still would not dilute. The crystallized contrast is the result of drying and solidification through the duration of post procedure and transit time form the account and back to abbott vascular. Additional testing was performed by product performance engineering. The hypotube was cut 98 cm distal to the strain relief tubing. A luer was attached to the proximal end of the cut and the balloon was inflated successfully, deploying the stent with no leaks observed. In this case, it is possible that there may have been a faulty connection between the inflation device and the sds which contributed to the failure to deploy and inflation issue. The inability to deploy the stent can be affected by numerous factors including, but not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. To ensure that this type of occurrence is not a result of a potential manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, deployed stent outer diameter and uniformity of expansion. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for failure to deploy or inflation issue for this lot. Although a conclusive cause for the reported failure to deploy and inflation issue can not be determined there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate calcification. Pre-dilatation was performed and the promus stent delivery system (sds) was successfully advanced to the lesion. The sds balloon was inflated to 12 atmospheres; however, the stent would not expand. The procedure was completed with another device. There were no adverse patient effects reported. No additional information was provided.